Event description:
The customer alleged they received a questionable carcinoembryonic antigen (cea) result for one patient on their e601 analyzer. The patient's initial cea result was 444.0 ng/ml accompanied by a data flag. It was unclear if this result was reported. The sample was repeated and the result was 1.65 ng/ml. The sample was tested again and the result was 1.67 ng/ml. Another sample tube was then tested and the result was 1.87 ng/ml. The patient was not harmed by this event. The cea reagent lot number was 168451 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field service representative went on site. He changed the measuring cells and the problem has not re-occurred.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided by the customer.